Manufacturer narrative:
The sensor was received by lifewatch on (B)(6) 2010 and device testing is still ongoing. Upon completion of preliminary testing, the device will be shipped to the manufacturer for further evaluation. Associated accessory device: act monitor, model # com001; serial # (B)(4).

Event description:
The patient called to report she received an electric jolt from the device. The patient stated that she could not stand. Although there was no long term injury, no physician intervention, and no medications prescribed, and MDR is being filed as a conservative measure. The following information was obtained via telephone conversation held with the patient on (B)(6) 2010: the patient had been using the device since (B)(6) 2010 (3 days). She reported she was in the kitchen washing dishes (between 9:00-10:00 pm), and she felt jolts. She reported she couldn't stand. Her right leg and right hand were trembling (they were moving involuntarily). She reported she was shocked 3 times. The first two shocks hurt; the third one didn't hurt. She almost fell to the floor. Her leg gave away. She reported the red and white leads (both on right side) shocked her. She reported the shock came from the leads. Her face got a jolt, followed by her right arm, and then chest. The feeling was sudden, and it remained steady. The shock was intermittent and occurred three times. The patient reported her skin was intact, not wet, and she had no allergy to the leads. The patient reported living near an airport. There was no short-term injury/damage or long-term injury/damage as a result of this event. The patient did not use any medication/products for healing. She did not consult a physician.